Manufacturer narrative:
Device evaluation: the condition of failure code 550:320:654:0000 was confirmed through the event history but could not be duplicated. An assignable cause could not be determined. The wire harness from the inverter printed circuit board to the user interface module printed circuit board was replaced as a precaution. A follow-up report will be submitted if additional information becomes available. Additional information: this device utilizes user interface module master software version 6.13.90 categorized as remediated. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "fc 550:320". (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code 550:320:654:0000. This problem was identified during delivery; however, it is not known where the event occurred. According to the facility representative there is a patient involved, but there was no patient injury or medical intervention necessary. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).